Event description:
The physician reported the intraocular lens was explanted due to the pt's post operative hyperopia. The relationship between this event and the iol is not known.

Manufacturer narrative:
The device was received and is currently undergoing inspection. No conclusion can be drawn at this time. Product history records indicate the product met release criteria.